Event description:
The clinician reported that almost 3.5 years after the dental implant was placed in ada site 3 in the patient's mouth, the implant lost osseointegration in type iii bone. The clinician reported pain and implant mobility in this patient with excellent oral hygiene. The implant was torqued to 45 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.